Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot test were performed and failed due to usb connector damage. Functional test was not performed due to usb connector damage. An internal visual inspection was performed and passed. The allegation was confirmed. The probable cause was determined to be defective usb connector. No injury or medical intervention was reported.